Event description:
It was reported that versacross connect access solution for faradrive selected for use. During the procedure, the versacross rf wire could not be advanced through the dilator after insertion into the body, possibly due to a coating issue on the versacross rf wire (significant unevenness). The issue was at the distal side of the rf wire; the insulation strip off. The difficulty was noted during backloading the wire into the dilator. A non-boston scientific introducer needle was used in the procedure. Hence, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and noted to have a flaring/bunching at proximal insulation transition. No damage to wire body or distal electrode noted. Next, the shaft outer diameter was out of specification near damage but within specification elsewhere along main body. Finally, the device failed the device-to-device interaction test, as it was difficulty to advance the rf wire proximal end into a versacross dilator distal tip. The reported allegations were confirmed, since the rf wire insulation was damaged. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive selected for use. During the procedure, the versacross rf wire could not be advanced through the dilator after insertion into the body, possibly due to a coating issue on the versacross rf wire (significant unevenness). The issue was at the distal side of the rf wire, the insulation strip off. The difficulty was noted during backloading the wire into the dilator. A non-boston scientific introducer needle was used in the procedure. Hence, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.